Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: allergic reaction requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that during a visit to the account by the account manager, the physician stated that a pt had a xience v stent placed to treat restenosis of a taxus stent in the lad. Post procedure, the pt presented to the physician with a generalized body rash, and is being treated with benadryl and steroids. No additional event or pt information is available.

Manufacturer narrative:
(B) (4). (B) (4). Results and conclusions summation: product performance engineering reviewed the incident information. The device remained in the pt. In this case, there was no reported product deficiency. Allergic reaction is a known adverse event as listed in the product instructions for use and risk assessment. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product deficiency with respect to manufacture, design, or labeling.